Event description:
Gambro technical services (gts) reported a leak to atmosphere from a cracked bypass valve elbow fiting. Both of the bypass valve fittings were replaced but neither were returned to the MFR for further eval.